Manufacturer narrative:
The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken battery tube threads, missing end cap sticker, scratched reservoir tube window and loose and or protruded drive support disk. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had crack in pump casing near the battery compartment. The customer's blood glucose level was reported to be 142.2mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.